Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 291 mg/dl while wearing the pod. Patient's mother stated bg remained high despite the delivery of boluses. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data showed an 0x68 (104) hazard alarm generated, indicating occlusion during runtime (one or more pulses filtered in the last 15). Generation of hazard alarm stopped the delivery of insulin. The actual cause of the hazard alarm generation could not be determined. Drive mechanism components were closely inspected. Lead screw threads were observed to be damaged that contributed to a struggle in insulin delivery. Drag marks were observed on tube nut below the clutch spring, closer to the reservoir cap. This indicated an interference between tube nut and reservoir cap, caused due to misalignment between them. But it could not be determined to what extent the above findings contributed to the hazard alarm generation.